Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Alarms for no apparent reason. Ail sensor assy- damaged/cracked. Failure to hold charge. There was no patient involvement. (B)(4). Physical damage. Customer stated channel b fluid side occlusion was confirmed due to a broken drive module. Also found broken ail sensor on channel c, broken case at bottom insert, and bad nicad and lithium batteries. Replaced them with new parts. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Alarms for no apparent reason .ail sensor assy- damaged/cracked. Failure to hold charge. There was no patient involvement. (B)(4). Channel b alarms fluid side occlusion. Same cassette, channels a & c work fine (B)(4). Physical damage. Customer stated channel b fluid side occlusion was confirmed due to a broken drive module. Also found broken ail sensor on channel c, broken case at bottom insert, and bad nicad and lithium batteries. Replaced them with new parts. (B)(4).